Event description:
I am a type 1 diabetic on an insulin pump. I have been diabetic since 1965. I tested my blood sugar on (B)(6) 2015 at 3:04 pm and it said high! I felt fine and had my son re-test me at 3:06 pm. The reading was 125. I have a one touch ultra link ID (B)(4). This is the second one touch ultra link meter that this has registered high when my blood sugar was not high. I have gone to a new j/j vibe pump now and are using the old strips up. Someone should look into these faulty meters before someone gets seriously injured. Please get back to me. Thanks for your help! (B)(6).